Event description:
It was reported that images from one pt were mixed into the mr examination of another pt. No injury or misdiagnosis was been reported. The customer alleged that the event could be due to modality worklist; however, the info provided to ge healthcare at this time is limited. Ge healthcare is currently making attempts to obtain additional details of the event.

Manufacturer narrative:
It is unclear at this time whether or not a device malfunction was involved. The field engineer has confirmed all of the images mixed in the exam are annotated with the 2nd pt's info on them (name, age, date of birth, exam number, etc). An investigation is on going.